Event description:
It was reported that the pump button was extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case and repeatedly attempt button presses, then arranged for in-warranty pump replacement, planned to use multiple daily injections as backup insulin therapy, agreed to place pump in storage mode and return it with a pre-paid label, and understood need to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.